Event description:
The initial reporter received discrepant elecsys anti-tpo assay result for one patient sample tested on a cobas 8000 e 801 module. It was not known if the initial result was reported outside of the laboratory. The first repeat result was from an aliquoted sample. The third repeat result was from the sample of the initial run. The fourth repeat result was from a new aliquot sample after the initial tube was centrifuged. The initial result at 5:32 pm was 62.1 iu/ml. The first repeat result of the aliquoted sample was 9.00 iu/ml with a data flag. This result was deemed likely to be correct as the previous anti-tpo of the patient was reported to be low. The third repeat result from the tubed sample was 14.9 iu/ml. The fourth repeat result from a second aliquoted sample was <9 iu/ml. The reagent lot number is 56329201 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The field service engineer (fse) performed a scheduled 6-month periodic maintenance. The fse investigated this issue and noted a defective pinch valve on both channels. He replaced these parts and performed primes with acceptable results. Qc was also performed with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.

Manufacturer narrative:
A general product problem can be excluded. Instrument data were requested but not provided. The cause of the event could not be determined.